Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the analysis found that one plee60a device was returned with no apparent damage with a gst60d cartridge not loaded in the device. Additionally, the reload was received with the right side fully fired, left side partially fired 1/16 and the cartridge pan was noted to be partially dislodged from left proximal side. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Photos received. Upon visual inspection of paper with six and four photos, the following was observed: the photos show tissue from top view and slight bleeding was noted. Some photos show row on the tissue; however, was not possible to observe the staple line. Additional information was requested, and the following was obtained: what is the patient gender/bmi? Patient gender- female, bmi over 40. Was the odd sound noticed before or after the powered firing sequence began? As stated in the initial complaint the odd sound happened during the second firing which would be after the powered firing sequence began. Are photos or video available of surgical procedure or device? I have attached photos and have sent stapler back with reload. Was buttressing material used? No. Where any clips used in the vicinity prior to device firing? No. What is the current patient status? Patient is doing well.

Event description:
It was reported that the doctor was using the plee60a stapler with a gst60d reload on a gastric sleeve. This was the second firing after using a gst60g on the initial firing. The stapler made an odd sound after he closed the stapler and started to pulse fire the device. He stopped and asked the tech if she was sure it was properly rinsed and loaded after the first firing and she said yes. He proceeded to continue to squeeze the trigger until the device completely fired. Upon releasing the stapler, he discovered that the staple line was incomplete. Most of the staples were still in the reload or on the surface of the reload. The specimen side showed a more complete staple line, but the patient side was completely open. The doctor completed the procedure with a new plee60a, and blue reloads without further incident. He did have to over sew the staple line with 3-0 vicryl and additional 3-0 lock. He was unable to staple where the misfire happened because of the possibility of the sleeve being too narrow/tight. The procedure was delayed by an undetermined amount of time while opening a second stapler and over sewing the staple line. The surgeon was concerned about a possible leak and kept the patient and additional night in the hospital.